Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed areas of open skin under her breast. There was no alleged device malfunction contributing to the irritation. While in the hospital, was prescribed a clotrimazole-betamethasone and tried other anti-fungal creams by a physician and nurses applied pads to the skin. There are no allegations that the patient was in the hospital or stay was extended due to the irritation. Follow up indicated that the irritation has improved.